Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s connector broke after the device was accidentally dropped, and the user was initially unable to remove the attached cartridge connector using available tools, leading to a planned pump replacement; the user later reported being able to remove the cartridge and elected to monitor pump function before deciding on the replacement. Symptoms included no reported changes in blood glucose levels. Outcomes included continued therapy through backup methods and ongoing cgm use without hospitalization. Investigation included customer interview and troubleshooting guidance regarding connector removal and device shutdown. Investigation of this case revealed device damage associated with accidental mechanical impact to the connector component, with subsequent successful cartridge removal reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage due to handling.